Event description:
This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of device dislocation ("right coil had migrated out of her fallopian tube") in a (B)(6) female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of parity 5. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012 she experienced device dislocation (seriousness criteria medically important and intervention required). In (B)(6) 2012 she experienced abnormal weight gain ("excessive weight gain"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), pelvic pain ("pelvic pain"), back pain ("back pain"), fatigue ("fatigue"), furuncle ("recurrent boils") and rash ("frequent rashes"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy with contraceptive device / viable pregnancy six months after implantation"). The patient was treated with surgery (essure removed on (B)(6) 2020. At the time of the report, none of the outcomes for these events were known. Pregnancy related information: prospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live birth of a child with health problems. The delivery occurred on an unknown date. The reporter considered abdominal distension, abnormal weight gain, back pain, device dislocation, dizziness, dysgeusia, fatigue, furuncle, migraine, pelvic pain, rash and tooth loss to be related to essure administration. No causality assessment was received for essure with regard to pregnancy with contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 26-aug-2020: pif received: essure removal date added. Added removal surgery to event device dislocation. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil had migrated out of her fallopian tube') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 5. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced abnormal weight gain ("excessive weight gain"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches"), pelvic pain ("pelvic pain"), back pain ("back pain"), fatigue ("fatigue"), furuncle ("recurrent boils") and rash ("frequent rashes"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device / viable pregnancy six months after implantation"). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pregnancy with contraceptive device, abnormal weight gain, tooth loss, dysgeusia, dizziness, abdominal distension, migraine, pelvic pain, back pain, fatigue, furuncle and rash outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal distension, abnormal weight gain, back pain, device dislocation, dizziness, dysgeusia, fatigue, furuncle, migraine, pelvic pain, rash and tooth loss to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.